Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by service request, that a vapr 3 generator was returned from credit department. Device did not pass electrical safety test and a capacitor was blown. No surgical delay or patient consequence reported. Additional information received from the field service engineer stated: this unit came in with a blown capacitor on the rf board and that situation did some damages to the fan assembly as well. So the rf board and fan assembly were replaced to correct the problem. Then an additional problem was found; unit did not pass electrical safety test; the psu board was replaced to address the issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> there was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This unit came in with a blown capacitor on the rf board and that situation did some damages to the fan assembly. Also, the device did not pass electrical safety test. The rf board, fan assembly and psu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. There are no indications from this complaint investigation that the failures are manufacturing-related as the device serial number indicates it is more than 20 years old, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.